Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the jaws of the force bipolar instrument would not open or close for the surgeon. It was noticed that some wires on the instrument were frayed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis (fa). Fa found the primary failure of the conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage at the yaw pulley just at the bottom of the grip routing on both sides. As a result, the instrument was hard to open and close. Visual inspection found the wire to be exposed on one side. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. There were no signs of thermal damage. The complaint was confirmed based on fa.